Event description:
On (B)(6) 2013: pt admission to our ed with seizures. During the initial assessment and treatment, rn attempted to place a IV catheter into the pt's right ac area. Good blood return but noted swelling in the area around the hub and removed the IV catheter. The catheter tip, appropriately 1 inch in length was missing when catheter was removed from the site. Radiology films were taken but the catheter was radiopaque. Pt was treated for seizures and once stabilized, he was released with instructions to return to ed the next day for f/u on foreign body. On (B)(6) 2013, he was returned again to the ed (via ems) for seizure related symptoms. During this stay, a CT/chest pulmonary angiogram was performed and the findings indicated "suggesting embolized fractured peripheral intravenous catheter within a subsegmental pulmonary artery to the left lower lobe. No evidence of pulmonary infarct or acute infiltrates noted. Pt was treated for seizure activity and released to f/u with his physician.